Event description:
A patient reported an issue with a damaged charging usb port that required frequent adjustment of the cable. There was no adverse impact to the patient¿s blood glucose level. The patient declined any follow-up actions.